Event description:
It was reported that, "tip of the impactor broke off in patient while acetabular component was being impacted. Broken piece was removed from patient with no adverse affects."

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. If device becomes available with additional information a supplemental report will be issue.